Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because, the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during drain. The home patient (hp) was not connected when the alarm occurred and the patient line had inadvertently pulled apart. The baxter technical representative (tsr) had the hp cycle power and hc alarmed with se 2367. The tsr had the hp cycle power again to clear the alarm and advised the hp to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, baxter received additional information from the patient regarding the reported event of system error 2240 alarm. The patient stated that he found the plastic catheter adapter (non-baxter product) was broken and/or cracked. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. No further follow up needed as baxter does not have reporting responsibility.